Manufacturer narrative:
Concomitant medical products: product ID :8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4).

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing gablofen (2000 mcg/ml at 174.8 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient was experiencing under dosing symptoms. The physician suspected possible external force caused by the patient's positioning in their daily wheelchair usage. A dye study was performed on (B)(6) 2022 demonstrated no intrathecal delivery of drug. Soft tissue extravasation of contrast at catheter connection. The physician opened the pump pocket and observed the sutureless connector was not connected to the pump spout. The physician attached the sutureless connector to the pump spout and confirmed csf (cerebrospinal fluid) flow. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.